Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse manager reported that at the beginning of a cataract intraocular lens (iol) implant surgery, the footswitch displayed error messages and stopped working. After self reboot, the footswitch could function with extreme caution and no movement. The customer indicated it seemed like a "contact default". The case was completed following a delay. There was no harm to the pt. Add'l info has been requested.